Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 240 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.